Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-02179.

Manufacturer narrative:
The event date is unknown and the patient's weight was unable to be obtained. Concomitant medical products and therapy dates: model: 3186, scs lead, therapy date unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-02179. It was reported high impedance was found on the patient's left lead and their right lead had migrated, which caused the patient to receive uncomfortable stimulation in an unintended area. In turn, the patient's physician chose to explant both of the patient's leads to address the patient's issues.